Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that log files revealed power fluctuations with decrease in speed into the 6000-6500 rpm range. During these decreases in speed, the pump never went into a low flow condition i.e. Less than 2.5 lpm. The pt exhibited elevated lactate dehydrogenase (ldh) and left ventricle (lv) not unloading. On (B)(6) 2013, the pt underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.